Event description:
It was reported to boston scientific that during a hta procedure, the tenaculum pierced the hydrothermablator procedure set sheath and the saline leaked out of the cervix. Fluid loss alarm was early in the heating phase of the procedure; the pt is fine. The case was completed with another of the same device.

Manufacturer narrative:
A product analysis will not be performed, because the product was not returned for eval; as it was disposed of at the user facility.